Event description:
Information received indicates there is fluid on the left siderail ucm board causing a service required light to flash.

Manufacturer narrative:
The technician replaced the ucm board and cable to repair the bed.